Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that the air bubbles are located in the reservoir. The customer was advised to remove infusion from the body. The customer was assisted in running a fixed prime of 5 units. The customer advised to change infusion set. Customer stated that air bubbles did not persist after set change. The customer was advised to monitor pump.